Manufacturer narrative:
H3: product analysis #(B)(4) :part # kex152eb; lot # 231122430 visual inspection confirmed the lever has broken on the syringe. The lever appears to have been overloaded causing the lever to be pulled from the syringe display housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spinal therapy for primary osteoporosis. It was reported that balloon deflation could not be achieved, a syringe was connected to the inflatable bone tamp, and, after balloon deflation, the balloon was removed. There was a delay of less than 60 minutes due to this event. No patient symptoms were reported. No further complications were reported/anticipated.